Manufacturer narrative:
(B)(4). Batch number: r58a1y. Investigation summary: the analysis results found that one ec60a device was returned disassembled with the anvil damaged and closed the firing mechanism jammed and with a ecr60g cartridge reload loaded on the device. The cartridge was received partially fired 2/3. After further analysis it was noted that the knife had buckled and the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire & jaw could not open. During the laparoscopic low rectal surgery, could not fire with ec60a and ecr60g. The jaw could not open after fired. The surgeon operated following IFU to open the jaws but failed. Then the surgeon used another device, fired near the staple line and removed the 1st ec60a with tissue in the closed jaws. There were no adverse consequences to the patient.